Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, review of the device history record, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends. A review of the device history record did not identify any nonconformances, potential nonconformances, or deviations associated with the reagent lot 78013ud00 and complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. The review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 78013ud00 was identified.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one 47-year-old male patient. The sample was repeated with lower results. The following data was provided: processed on (B)(6) 2025 sid (B)(6) initial result = 78 ng/l repeat result = 0 ng/ml new sample same patient sid (B)(6) result = 0 ng/ml. Diagnostic cutoff for male is 35 ng/ml no impact to patient management was reported.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one 47-year-old male patient. The sample was repeated with lower results. The following data was provided: processed on (B)(6) 2025, sid (B)(6) initial result = 78 ng/l repeat result = 0 ng/ml. New sample same patient sid (B)(6) result = 0 ng/ml. Diagnostic cutoff for male is 35 ng/ml no impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: sample ids = (B)(6). This report is being filed on an international product, list number 08p13-34, that has a similar product distributed in the us, list number 04z21, alinity I stat high sensitivity troponin-I, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.